Manufacturer narrative:
27-jan-2026 opened in error. Upon further examination it was determined that the fractal coating/silicone in question was actually scar tissue that had formed around the device in the pocket. All fractal coating/silicone around the device remained intact and did not separate from the device during explant. Closing report.

Event description:
Fractal coating/silicone casing delaminated and fell apart upon explant, requiring clinician to dig pieces of the coating out of the patient. Should additional information become available, this file will be updated.